Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter started ¿4 or 5 months¿ prior to contacting lfs. The patient was unable to provide any blood glucose results for the time. The patient manages his diabetes with insulin (self-adjuster). After obtaining the alleged inaccurate result, the patient reported that he administered an increased dose of 19 units of insulin instead of the usual 15-16 units. He alleged that shortly afterwards he began ¿sweating¿ and had ¿hypoglycemia¿. He reported that he consumed ¿bread and sugar¿ to treat his symptoms. At the time of troubleshooting, the csr noted that the patient no longer had the test strips involved with this complaint. The patient was unable to confirm whether the meter was set to the correct unit of measure or whether his test strips had been stored correctly or within expiry date. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter, administered increased medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.